Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed/replicated. The unit was tested on an in-house system and triggered errors 1123, 32058 and 32056 ac_2f upon start up. The unit was also tested on the testing platform and failed c sensors check and sine cycle with an error 23008 p1= 0x8.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and removed and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is still in progress. A supplemental MDR will be submitted if any additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer called the technical service engineer (tse) and stated that an error that was previously reported had returned. The customer was completed with the procedure and attempted a hard power cycle and the issue returned. The customer completed the procedure as a 3-armed system. The customer would like their field service engineer (fse) to follow up. The procedure was completed with no reported injury.